Manufacturer narrative:
H6 medical device problem code: 2017 - use after expiration, 2017 - re-insertion manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery with a sharp angle, moderate calcification and 80% stenosis. The guiding catheter had trouble advancing to the lesion. The 4.0x15 mm xience sierra stent delivery system (sds) was unable to advance to the lesion due to the anatomy and is noted to be expired. The device was removed and additional pre-dilatation was perfumed; however the sds again failed to advance. A smaller, 3.5x18 mm xience skypoint sds was attempted to be advanced but this device also failed to cross due to the anatomy. A non-abbott sds was ultimately successful in crossing the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the device interacted with the guide catheter during advancement, which caused the reported difficulty to advance. The investigation determined that the reported difficulties appear to be related to operational context of the procedure. It was reported that the stent delivery system (sds) met resistance with the guiding catheter, it was then removed. After additional pre-dilatation was performed, the device was re-inserted into guiding catheter, but same resistance was observed. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case, it appears that the deviation was a responsible clinical response to the encountered difficulties. Additionally, it was reported that the xience sierra was used past the expiration date. A review of the xience sierra label attached to the lot history record for this lot was conducted indicating a manufacturing date of 2-june-2022 with an expiration date (use by date) of 01-june-2025. The product was used after expiration as it was reported the procedure occurred on 23-july-2025. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: do not use after the ¿use by¿ date. In this case, this IFU deviation did not contribute to an adverse event/patient effect. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. H6: correction: medical device problem code 2524 was removed.

Event description:
Subsequent to the initially filed report it was reported the resistance was with the guiding catheter.